Event description:
During a courtesy call by manufacturer's agent to the customer, the customer's husband stated that the customer had died approximately two weeks prior. The cause of the death was not provided. He went on to report that the meter "blew up" and caused a wound to the customer's skin. He stated that the wrong size battery may have been used. The date of the incident was not provided. No immediate treatment for the wound was reported. Customer's husband stated that the wound developed gangrene. He stated that her arm was amputated an undetermined time later. After several attempts to reach customer's husband, manufacturer's agents were unable to determine the time or date of the incident relative to the time or date of the customer's death; if, as a result of the incident, the customer was admitted to a medical facility; or the ultimate cause of the customer's death. A request for the return of the system was sent with return postage 03/15/2010.

Manufacturer narrative:
(B) (4)